Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter with serial number: (B)(4) compared to an unknown laboratory method.  The meter result at 10:37 am was 4.9 inr. The laboratory result at 1:00 pm was 3.5 inr. The therapeutic range is 2.5-3.5 inr. The interval of testing is every 2 weeks.

Manufacturer narrative:
The reporter's meter and test strips with lot number: 60942022 were provided for investigation where they were tested using retention controls.  Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot: qc lot. All measurements were without error messages.   The results alleged by the customer were observed in the meter¿s result memory. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  The patient's hematocrit on (B)(6) 2022 was reported to be 18 or 19 (the unit of measurement was not provided). Product labeling states "limitations of procedure information for you and your physician hematocrit ranges between 25-55 % do not significantly affect results." The investigation did not identify a product problem. The cause of the event could not be determined.  Initial reporter occupation: occupation: patient/consumer.